Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was calibration for an error 80 (water check time out ¿ unable to reach calibration temperature). A functional check showed that the mixing pump had failed. The customer requested a quote for the 2000 hours of service and a loaner device. Per follow-up information received on 05may2022, there was no patient involvement as the event was found during calibration. A quote was sent to biomed and biomed would decide if the device would come in for service and repair. Per sample evaluation results received on 24may2022, the neutral connection between the power inlet module and the main voltage circuit card showed signs of electrical overstress. The front tank seal had lifted from the tank and was no longer sealing properly. The device was primed to fill. Per sample evaluation results received on (B)(6)2022, it was stated that the additional complaints might be required for the double bend tube and the l tube, which were both mentioned as being replaced in the work order. Per clarification email received on 04oct2022, it was stated that both tubes previously mentioned were expanded.

Event description:
It was reported that the arctic sun device was calibration for an error 80 (water check time out ¿ unable to reach calibration temperature). A functional check showed that the mixing pump had failed. The customer requested a quote for the 2000 hours of service and a loaner device. Per follow-up information received on (B)(6) 2022, there was no patient involvement as the event was found during calibration. A quote was sent to biomed and biomed would decide if the device would come in for service and repair. Per sample evaluation results received on (B)(6) 2022, the neutral connection between the power inlet module and the main voltage circuit card showed signs of electrical overstress. The front tank seal had lifted from the tank and was no longer sealing properly. The device was primed to fill. Per sample evaluation results received on (B)(6) 2022, it was stated that the additional complaints might be required for the double bend tube and the l tube, which were both mentioned as being replaced in the work order. Per clarification email received on (B)(6) 2022, it was stated that both tubes previously mentioned were expanded.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as the event was not reportable. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.